Event description:
The device was returned with no information.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed a high s2 battery resistance. The in house battery tester par 273a reports r = 318 ohms. Logs were clean with no indication of a stall occurring at any time. Drug delivered per analysis was baclofen.